Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that half of the stimulation was not working. Patient explained that they can only feel the stimulation on their right side. Before they can feel it in body sides of their body. They had the device fully charged and noticed the issue 3 days ago now. Patient explained that they increased the intensity in group c and switch groups but still feeling it on the right side and when they went all the way up they feel a shocking on once side only. Patient made a comment that they didn't know if they twist their body too much a and "it pulled the wire out". Patient was redirected to healthcare provider (hcp) to address the concern however, patient does not have hcp at this time. Agent emailed manufacturing representative (rep) to further address the issue. Patient then stated that the changing belt they have was busted and the casing that they can use to put the controller and place on the belt was damaged and has been like that for a while now. A request was sent to repair to replace the charging belt and carrying pouch.